Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer in the (B)(6) of arm pain and peritonitis with (B)(4) in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer service, the following was reported. On an unreported date, the patient experienced arm pain that resulted in hospitalization on (B)(6) 2012. On an unreported date during hospitalization, the patient was diagnosed with peritonitis. The patient stated that she did not know the cause of the peritonitis. She further explained that she was on prednisone for an unreported indication and it stopped her from having symptoms. On (B)(6) 2012, the patient was discharged. Treatment for the events was not reported. The patient recovered from the peritonitis on an unreported date in 2012.

Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers h11f20093, h11h09050 and h11j07085 with no exceptions observed related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The following information was obtained on (B)(6) 2012 during follow-up with the nurse. The patient received treatment for all events (not specified) and recovered from all events in (B)(6) 2012. Etiology of all events was unknown. The nurse confirmed that patient performs pd therapy using aseptic technique. Patient as continued to use dianeal. Patient had always been using prednisone for an unknown indication (prior to starting pd therapy). Events not related to dianeal.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. This is report 3 of 3 in this peritonitis incident. Should additional information become available, a follow-up report will be submitted.